Event description:
It was reported that while the surgeon was preparing the patient for the computerized axial tomography, the surgeon started to adjust the uchra and one of the 4 head post attachment titanium screws broke. The case was delayed for about 30 minutes as the surgeon worked with the biomed department to find a suitable screw as a replacement. The case continued with a standard steel screw from the biomed department. There was no reported injury from the event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.